Event description:
It was reported that the centrimag motor would not function. The motor was sent in for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console (serial number unknown) was evaluated due to the reported event of the centrimag motor not functioning as intended. The console was not returned for analysis. The cause of the event was isolated to an issue with the returned centrimag motor (evaluated separately) and has been addressed via the motor¿s investigation. The root cause of the reported event was not correlated to an issue with the console. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.